Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient visited the hospital for 4 hours due to high blood glucose (bg) levels of 22 mmol/l (396 mg/dl) while wearing the pod on the abdomen between 5 and 24 hours. The pod was removed and the cannula was found bent. At the hospital, the patient was administered a manual insulin injection utilizing a pen and a new pod was applied.